Event description:
An optometrist reported that a patient presented with trace diffuse lamellar keratitis (dlk) under the superior section of the flap in both eyes one day post lasik. The previously prescribed topical steroid drops were increased. There are two medical device reports associated with this event. This report is for the left eye. Additional information provided states the patient's symptoms have resolved and has discontinued the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).